Manufacturer narrative:
Unit received with operating currents within spec. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarmed during self test and confirmed in pump history with variable (003) due to cold solder joint at u1 keypad assembly. Unit was programmed with test guardian link 2 and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 5.2 mmol/l value properly from glucose meter. Unit sensor feature working properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump kept alarming. The customer's blood glucose was 20 mmol/l. The product was returned for analysis.